Manufacturer narrative:
A complaint was received on 2/23/2024 reporting "on 12/20/2023 we had an injury at the roi cps, llc facility due to a blade becoming exposed prior to use." The sample was not returned for evaluation. A supplier corrective action request (scar) was issued to the safety scalpel supplier s & s surgical products. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
On (B)(6) 2023 we had an injury at the roi cps, llc facility due to a blade becoming exposed prior to use.

Manufacturer narrative:
A complaint was received on 2/23/2024 reporting "on (B)(6) 2023 we had an injury at the (B)(6) facility due to a blade becoming exposed prior to use." The sample was not returned for evaluation. Deroyal performed a review of inventory on hand, no issues of this nature were found. A supplier corrective action request (scar) was issued to the safety scalpel supplier s & s surgical products.the supplier reported that there were no issues during the manufacturing process. A potential root cause has been identified to be "product shifting during transit." All shipments of safety scalpels are labeled with a bright orange label stating "caution blades may become exposed during transit). Deroyal will continue to monitor through the complaint handling system. This investigation is complete at this time. No further information is available at this time. We will provide a follow-up report if additional information becomes available.